Manufacturer narrative:
Complaint (B)(4). Received 454322: 12pc b240133u and 10pc b240333e for evaluation. Received customer pictures. We have no further inventory of the material/batches. We have no further complaints on the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction could not be duplicated. Correction / additional data: h3: samples received; h6:added health effect, component code, changed type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Two end users state increase in high potassium level results, as well as liver function and glucose results. One end user reports that no squeeze ball or clinching fist is used; or the tourniquet not being left on more than 1 minute.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
The customer provided photographs and reported the tubes underfilled by 8-10mm short. The customer advised their phlebotomy team has never been able to get the vacuum to fill properly so they normally draw with a syringe and manually force the blood in the tube to the fill indicator. For this complaint case, a straight needle (bd eclipse with bd holder) was used by a beginner phlebotomist who was not aware they normally draw the tubes with a syringe. The customer a discard tube is always drawn with any method of collection. Tubes are held in the holder with a thumb per IFU, but because of the vacuum defect causing tubes to be underfilled, the lab has always recommended drawing blood with a syringe in order to manually force the blood into the tube, ensuring it is filled up to the black line.